Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the right ventricular lead had an apparent fractured due to increasing impedances, noise, and oversensing that triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.